Event description:
The user facility reported a 88-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. While implanting the device, left groin access was obtained and a long pump sheath was inserted under the fluoro; however, the pump's sheath kinked due to the patient's anatomy. Therefore, the decision was made to access the right groin with the short pump's sheath. However, there were difficulties with the guide advancing and removing the guide caused the pump to pull back into the aorta which was noted on the fluoro that the pump's catheter was coiled in the descending aorta. The physician decided to remove the device and stage the patient for right coronary artery lesion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.